Event description:
It was reported that vessel dissection occurred. The patient presented with angina for a percutaneous transluminal coronary angioplasty in the right coronary artery (rca). The 70% stenosed lesion was located in a moderately tortuous and moderately calcified rca. A 15mm x 3.00mm nc quantum apex balloon catheter was selected for use. During the procedure, the balloon distally inflated inside the body at 12 atmospheres in first attempt, and the balloon shaft inflated leading to a flow limiting type a dissection in the ostio proximal rca. A chest pain occurred related to the dissection. A stent was deployed to cover the dissection, treated with a graft and the procedure was completed successfully. There were no further patient complications, and the patient was stabilized in the iccu (intensive coronary care unit) post procedure.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. However, media provided by the site was reviewed by boston scientific medical personnel and the images provided were found to be consistent with shaft rupture causing a proximal vessel dissection.

Event description:
It was reported that vessel dissection occurred. The patient presented with angina for a percutaneous transluminal coronary angioplasty in the right coronary artery (rca). The 70% stenosed lesion was located in a moderately tortuous and moderately calcified rca. A 15mm x 3.00mm nc quantum apex balloon catheter was selected for use. During the procedure, the balloon distally inflated inside the body at 12 atmospheres in first attempt, and the balloon shaft inflated leading to a flow limiting type a dissection in the ostio proximal rca. A chest pain occurred related to the dissection. A stent was deployed to cover the dissection, treated with a graft and the procedure was completed successfully. There were no further patient complications, and the patient was stabilized in the iccu (intensive coronary care unit) post procedure.